Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary procedure was performed when the issue happened. The procedure was completed by moving another lab. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, it found geometry power supply error. Upon troubleshooting, fse temporarily adjusted the system to allow manual movement, as some functions are working, but the system remains limited due to the receipt of an incorrect part. To resolve the problem, fse replaced the old drive assembly, cleaned the rails. After replacing the longitudinal drive assembly, the system returned to use in good working order. The codes were updated based on the investigation outcome.